Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that when the physician was tying a knot in the tether and part of the tether broke off in his hand. The part in the patient was fine and no harm to the patient. A section of the device did not remain in the patient, the patient did not require any additional procedures related to the event and according to the initial reporter the patient did not experience any adverse effects related to the occurrence.